Event description:
This is the same event and the same patient report under MDR ID # 2939859-2003-00150 (inamed complaint#2045294). This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's request for traceability puposes. Within two days of treatment with human collagen, the patient experienced redness, itching and the development of papules at treatment area. The physician prescribed oral steroids (prednisone) along with cortisone cream and other anti-inflammatory cream for treatment of signs and symptoms.